Manufacturer narrative:
(B)(4). No device analysis was performed; the device met risk based criteria.

Event description:
Additional review indicated information reported in MFR. Report # 3007566237-2012-02149 related to this device. If received, additional follow-up information will be reported under this MFR. Report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.